Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakeage issue. The patient experienced leakage issue that prevented medication delivery, causing their condition to deteriorate, with decreased motor coordination. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.